Manufacturer narrative:
Investigation results: visual investigation: one connector (with the inscription "ant") has been broken off from the device. The breakage surface of the device as well as that of the broken part (connector) show no material deviations like foreign material inclusions or any blow holes. Due to the small fracture surfaces it is hardly possible to carry out a fracture graphic examination. Nevertheless there are visible signs of a transgranular forced fracture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: this type of damage indicates an usage related error. It can be assumed that the device was hammered in too hard because the slot for the femur box was not well prepared- and therefore the device was mechanically overloaded. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results a a CAPA is not necessary.

Event description:
It was reported that there was an issue with ns825r - vega ps removable trial femur box f5. According to the complaint description, the pin on the product broke when hammering. Patient harm was unknown. Additional details have been requested. The malfunction is filed under aag reference (B)(4).